Manufacturer narrative:
(B)(4).

Event description:
During a tfcc (triangular fibro cartilage complex) repair using the tfcc fast fix kit, it was reported that the second implant (t2) did not deploy in patient. A backup device was available. There was a reported 30 minute procedural delay. No device is returning for analysis. The surgeon attempted to remove t1 but was not able to. There were no reported patient injuries or complications.